Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised because of disassociation of liner and cup, cup impinging on liner.